Event description:
It was reported that guidewire fracture occurred. This 165cm transend guidewire was advanced though mild tortuosity for transcatheter hepatic artery drug-laden microsphere chemoembolization. However, during the procedure, the guidewire was broken into two pieces inside the micro catheter. The microcatheter and the guidewire were removed together, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that guidewire fracture occurred. This 165cm transend guidewire was advanced though mild tortuosity for transcatheter hepatic artery drug-laden microsphere chemoembolization. However, during the procedure, the guidewire was broken into two pieces inside the micro catheter. The microcatheter and the guidewire were removed together, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection revealed device was returned with a non-boston scientific microcatheter, and it was possible to see that the guidewire was bent at the distal and the proximal section and detached at the distal tip. No more damages were detected. Microscopic inspection revealed the distal tip of the guidewire detached.